Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the tavr procedure, the delivery catheter system (dcs) was unable to fully recapture the valve after 3 deployment attempts were made. It was further reported that the valve was recaptured 3 times due to the implant depth being too shallow. Subsequently, a new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that the valve did not fully recapture into the dcs due to an approximate 5 mm gap. Due to the small gap, and the capsule not being flush with the nosecone, it was difficult to advance the dcs across the annulus.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{evfxplus-29}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavr) procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the tavr procedure, the delivery catheter system (dcs) was unable to fully recapture the valve after 3 deployment attempts were made. It was further reported that the valve was recaptured 3 times due to the implant depth being too shallow. Subsequently, a new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event.